Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/10/2020. Additional h3 investigation summary: an empty opened foil, a labeled winding former with a detached needle and a suture broken in of product code vcp358, lot # pg2374 were returned for analysis. During the visual inspection of detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted. The suture was examined, and the insertion did not meet the requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of the performance pull off - suture needle is a short insertion. This defect is caused because the insertion of the suture in the needle was insufficient from keep the needle/suture union during transportation or use. An unopened sample of product code vcp358, lot # pg2374 were received for analysis. During the visual inspection of the sample, no defects were found on the package. The sample was opened, and swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the pull force and tensile strength were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off suture needle or performance breakage suture was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a c-section surgery on (B)(6) 2019 and the suture was used. It was reported that the suture broke when it was used to sew. Another like suture was used. There were no patient consequences reported. No additional information provided.